Manufacturer narrative:
Final analysis found an event of charge time limit reached via review of the device image. The cause of the charge time limit reached was unknown.

Event description:
This report is to advise of an event observed during analysis.